Event description:
It was reported that this ra lead was capped on (B)(6) 2019 due to increased pacing impedances greater than 2500 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).